Manufacturer narrative:
Additional information: h10. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2938836-2020-07990 and 2017865-2020-11973. During a clinic follow-up, purulent discharge was observed coming from the pocket. The device, right atrial (ra) lead, and right ventricular (rv) lead were all explanted and replaced. Following the pocket procedure, a blood culture was performed and confirmed the infection. The patient was stable following the procedure with no adverse consequences reported.